Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician felt that after screwing in the helix several times the screw did not work an d the lead could not be placed in the atrium. The lead was explanted and replaced with two other pacing leads bu the same issue occurred. An epicardial lead was used to complete the procedure. No patient complications have been reported as a result of this event.